Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall letter received", capsular contracture, baker grade unknown, and rupture.

Event description:
Patient reported left side "recall letter received" also mentioned knot under armpit, implant feels hard that comes and goes, capsular contracture and rupture. Patient additionally reported "low grade temp", unrelated to the device. Device remains implanted.

Event description:
Patient reported left side "recall letter received" also mentioned knot under armpit, implant feels hard that comes and goes, capsular contracture and rupture. Patient additionally reported "low grade temp", unrelated to the device. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported capsular contracture and rupture(un-report) on both sides. Patient later reported "swollen lymph nodes (lymphadenopathy), contractures, ultrasound results show a snowstorm like appearance indicative of free silicone within the tissue that confirms that silicone has crossed over the capsule that is surrounding the implant" (gel-bleed). Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Fever-ndr: unable to observe since it is not related to the device. Gel bleed: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "recall letter received" also mentioned knot under armpit, low grade temp, implant feels hard that comes and goes. Patient additionally reported capsular contracture and rupture on both sides. Patient later reported "swollen lymph nodes, contractures, ultrasound results show a snowstorm like appearance indicative of free silicone within the tissue that confirms that silicone has crossed over the capsule that is surrounding the implant". Device has been explanted.